Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that ins was replaced because the ins wasn't working.  Refer to (B)(4). For not having relief with current ins